Event description:
Customer reports the following back to back values on her advantage system and states they were all within 10 minutes. The values were 199 mg/dl, 164 mg/dl, 122 mg/dl, 103 mg/dl and 102 mg/dl. Customer took no actions or inactions based on the back to back results. No adverse event reported. Requested return of suspect device and replacement was sent.